Manufacturer narrative:
The kit svc 02 bi71000897 ias ser 4.2.0 was returned for analysis. Functional testing determined that there was a software issue causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) product ID: bi71000167, lot number: 0011980067, is no longer associated with this complaint as the product was returned unused. H6) the product ID: bi71000897, lot number: 2131318 rev. 7, was returned to the manufacturer on 11-jun-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initializing. They tried rebooting the system and reseating the umbilical cable with no change. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000959, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000209, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000244, serial/lot #: -, ubd: , UDI#: ; h6: multiple annex g codes were reported. G02007 corresponds to bi71000959 concomitant product that comprises the reported event. G04012 corresponds to bi71000209 concomitant product that comprises the reported event. G04018 corresponds to bi71000167 concomitant product that comprises the reported event. G04097 corresponds to bi71000244 concomitant product that comprises the reported event. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon arrival, the blue led on the image acquisition system (ias) computer was illuminated. An external connection was made directly with the ias computer. The ias connection had experienced an unrecoverable error. The ias computer was replaced. System was then started successfully and performance was verified. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.